Event description:
The customer stated that he received medical attention due to low blood glucose levels. The customer stated that his blood glucose levels dropped to 30 mg/dl during the night, but the sensor read 110 mg/dl and it didn't alarm him. Troubleshooting was performed, and found that the customer may not have been calibrating the sensor correctly. Advised the customer on proper calibration. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.